Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer has been having multiples issues with the reservoir. Customer stated reservoir has a failure between pee cap, causing air bubbles. The customer stated they are having multiple leaking reservoirs due to poor product quality. The customer has notices her blood glucose spiking up two to four hours into it and the notices the huge air bubbles. The customer's current blood glucose was unknown.